Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states, ¿intermittent power". The unit was triaged and the reported issue could not be confirmed at this time; unit was powered up on battery power. Unit displayed a low battery message and powered down. Ac power was connected and unit was observed to charge. Recertification testing was performed and unit passed. Unit was charged on ac power for six hours. A feed/flush set was connected and ac power was removed. Unit was started feeding at a rate of 125 ml/h. Unit fed 2438 ml (19.5 hours) before displaying a low battery message. Battery life is within specification. No power issues were observed during analysis. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states the enteral feeding pump had intermittent power during testing. No patient was involved.